Manufacturer narrative:
Complaint no. (B)(4).

Event description:
It was reported the catheter was being placed into the right subclavian of an (B)(6) year old female patient, (B)(6) in the emergency room. During placement, the physician inserted the guide wire into the catheter all the way to the superior unraveled. He did not experience resistance when inserting it, only on removal. As a result, the physician removed the catheter and wire as one and the wire remained intact. A new catheter was placed into the patient's left internal jugular under ultrasound and used successfully. There was a delay in treatment with no patient harm and no patient death or complications reported.